Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the transmitter charger is not working. Customer stated that the light does not come on and the battery cap does not open. The battery cap is hard to open as well. Customer changed the battery, but it still did not work. The blood glucose reading was 167 mg/dl. Nothing further reported.